Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the device helix was stretched. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix length was out of specification consistent with procedural damage. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.